Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Information received from a manufacturer representative regarding an implantable neurostimulator (ins). The indication for use included spinal pain and complex regional pain syndrome. It was reported that ¿the other day¿ while recharging the patient experienced discomfort at the ins site, and the ins got really hot and didn¿t shut off. The patient claimed that they had to shut the recharger off. The patient said that the ins was so hot that it was causing a burning sensation and ¿left like an oven or stovetop burner.¿ the patient was charging at night. After this event, the patient woke up in the morning and continued charging normally. It was reported that the patient continued to use stimulation after this event, and it was unknown if the symptoms occurred with stimulation off. Since then, the patient claimed that their leg experienced discomfort, spasms, and felt warm. There were no reported error codes and the recharger did not shut off. The recharging statistics were reviewed, and the recharger appears to be functioning normally. The manufacturer representative met with patient and reviewed the recharger was not as hot as the patient claimed. The patient stated that ¿it must be something else¿ and was going to schedule an appointment with their physician. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If more information is received, a follow-up report will be sent.